Event description:
It was reported that "leakage during use, product torned off". No additional information provided for alleged event. Patient condition unknown at time of report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "leakage during use, product turned off". No additional information provided for alleged event. Patient condition unknown at time of report.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The manufacturing site reports that 100% leak testing and visual inspection are conducted on this product; therefore, any defects would be detected prior to release from the manufacturing facility. The manufacturing site also reports that 10 pieces of the same catalog number were taken from current production to inspect for the reported defect. All ten samples passed the visual exam and functional testing. The IFU for this product mentions that the device must be stored in a cool and dry place, protected from light and ozone. The instructions also mention to check the system for leakages. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.